Event description:
The purchaser of the hospital, reported in a letter that during a surgery, the bearing pin dispensed from the bearing. A replacement device was not available. The surgeon could complete the surgery.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.